Manufacturer narrative:
Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The patient remains ongoing with the lvad support. However, a portion of percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s vad system was having random speed drops to 0 rpm along with low flow alarms. The patient was reported to be asymptomatic. Log files analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages that only appear to have occurred while the vad was connected to the power module. The type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed and approximately 18 inches of the driveline was replaced. A continuity test did not indicate any broken wires. Post repair, the patient¿s system was connected to a normal patient cable with no further issues. No additional information was provided.